Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 3 reports of the patient losing consciousness that occurred three separate times. Please see related records (B)(4) and (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The patient experienced a loss of consciousness while in an active sensor session. The patient contacted dexcom on (B)(6) 2026 for assistance with setting up high and low glucose alerts. During this call, she initially reported losing consciousness multiple times ¿when the cgm reading dropped to 40 mg/dl.¿ it was later clarified that the patient had lost consciousness on three separate occasions. The other two events are documented in complaints (B)(4) and (B)(4). The event described in this complaint involved a loss of consciousness associated with a low cgm reading. On the day of the incident on or around (B)(6) 2025, the patient lost consciousness while the cgm was displaying a low glucose value. A fingerstick measurement was taken at an unknown time (most likely after treatment) and showed a blood glucose level of 95 mg/dl, the same value reported in complaint (B)(4). The patient received a glucagon injection at the hospital and was discharged after spending less than 24 hours there. At the time of reporting, the patient was stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, clarification was provided on 02/12/2026. The patient reported experiencing multiple episodes of loss of consciousness while using the dexcom cgm system during active sensor sessions. On (B)(6) 2026, the patient contacted dexcom for assistance in setting up high and low alerts. During this call, she stated that she had lost consciousness ¿many times when the cgm reading dropped to 40 mg/dl.¿ it was later clarified that the patient experienced three separate loss-of-consciousness events, with two of those documented in (B)(4) and (B)(4). This record pertains to the event that occurred on (B)(6) 2025. This event, that resulted in loss of consciousness was associated with ¿low cgm readings¿. On that day, the patient lost consciousness. It was unknown when during the event the patient lost consciousness, and what the cgm reading was at that time. It was unknown if the patient experienced a hypo or hyperglycemic event, but the patient stated that the blood glucose reading was ¿2 something¿, and that this indicated an inaccuracy. The patient went to the hospital, but no specific treatment was reported. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient stated she was feeling well and was unable to recall any additional details regarding previous similar events. No data was provided for evaluation. The allegation and the probable cause could not be determined.there were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.